Manufacturer narrative:
The pump was returned and analysis found no anomalies. The catheter was returned and analysis found no anomalies. The catheter was patent and passed pressure leak testing medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780 implanted: (B)(6)2019 explanted: (B)(6)2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 units/ml of compounded baclofen via an implantable pump. On (B)(6) 2021, it was reported that the patient experienced a return of symptoms. The patient reportedly was not getting the same symptom relief as normal. No environmental/external/patient factors that might have led or contributed to the issue were reported. The pump logs were checked and an x-ray was performed. The hcp also attempted to aspirate from the catheter access port (cap) to check if the catheter was blocked, but were unsuccessful. The patient's dose was increased and then the full system was explanted and a new pump and catheter were implanted on (B)(6) 2021. The hcp wanted to know if the catheter was blocked so they were sending the pump and catheter back for analysis. It was unknown if the issue was resolved at the time of the report. The patient's status was listed as "alive-noinjury". No known device issues.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-apr-12. It was reported that the patient lost therapeutic effect at some point in 2019, between (B)(6), when they went for stem cell treatment in india. The hcp noted that the patient remained in the hospital for two week period post-implant, which occurred on (B)(6) 2019, and it was observed that the patient had a good initial response to intrathecal treatment. The patient's catheter was implanted at the same time. The patient was 35 years old at the time of the event. It was also reported that the issue was considered resolved. The patient reportedly responded well to treatment following the replacement of the system. The patient's spasms were well controlled with a simple continuous dose of 135 micrograms per 24 hours.

Manufacturer narrative:
Continuation of d10: product ID: 8780, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. B3: year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.